Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. Additional information indicated that a possible perforation was noted. The lead was surgically explanted and a new ra lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement and a possible perforation. Patient had initially the implant procedure on andalusia and after the suspected perforation, the patient had to be flown to pensacola in order to correct such said perforation. The lead was surgically explanted and a new lead was placed. No additional adverse patient effects were reported.